Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the electrical short and/or corrosion of the electronic circuit by water ingress into the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the signal transmission failure between the subject device and the video processor due to the damage of the electronic circuit by ingress water into the subject device from the hole on the cable. Also omsc surmised that the hole on the cable was caused by reprocessing or storing the subject device together with tweezers, forceps, scalpel, etc. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image of the subject device was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.